Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided.

Event description:
It wasr reported that the screw inside the dental implant was fractured. The implant was removed. The doctor confirmed that the procedure was completed with other items and that the patient did not suffer any negative impact on his health as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one scr replace friction-fit gold & ti abut int hex, mhlas was returned for investigation. The crown/abutment was also returned. Fracture was identified at the head of the screw with the head remaining within the abutment/crown functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions noted on the complaint. Bone density type is type ii. The reported device was located on tooth site #26 (fdi) when the event occurred. Device was in use for 5 years, 3 months. Device history record (DHR) review was completed for the subject lot numbers (63161207 & 63236785). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63161207 & 63236785) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.